Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A review of the pump history indicated that loss of prime associated with an unidentified low force had occurred, neither of which could be duplicated during testing. The pump history indicated that the pump alarmed for two hours without user response. No defects were found to the power flex, battery connections, and internal components. The battery compartment and battery cap were found to be intact; there was no physical damage or moisture damage observed. The pump was exercised for 24 hours with no evidence of overheating and no loss of prime warnings. A review of the device history record indicated that the pump was operating within required specifications at the time of release. No defects were found on investigation; the complaint could not be duplicated.

Event description:
A family member reported that the pump became hot. The family member reported that the battery is not warm to touch. The family member denied any cracks or dents to the pump and that the cap is secure and yellow o-ring is not showing. They also denied corrosion.